Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: additional information received from the hcp via email on jul 11, 2024: the account name should be (B)(6) surgical center. (B)(6), extended abdominoplasty ¿ 2 needles came off (B)(6) breast reduction ¿ 3 needles came off breast reduction ¿ 4 needles came off (B)(6) breast reduction ¿ 3 needles came off this has not been reported to ethicon there were no patient consequences. D4: UDI: the expiration date / the manufacturing date are currently not available. Therefore, the full UDI is currently not available.

Event description:
It was reported that a patient underwent a breast reduction procedure on (B)(6) 2024 and suture was used. During the procedure, the needle popped off at least a dozen sutures. Unknown as to how the procedure was completed. Unknown if any samples are available for return. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. Additional information: d4, h4, h6.